Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. A pulmonary vein isolation, a roof line, the mitral isthmus and the cavo-tricuspid isthmus line were done. During the cavo-tricuspid isthmus line, a 100g contact for few seconds was observed and the physician was notified. A few minutes later, at the end of the procedure, the physician had just finished the mitral isthmus ablation and the block line was being checked with the mapping catheter when the patient experienced hemodynamic fall, indicating a pericardial tamponade which was confirmed with ultrasound. A pericardiocentesis was performed to stabilize the patient. There are no reported performance issues with any abbott device.